Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call of a motor error from the insulin pump. The customer's blood glucose level was unknown. The father stated that he was unsure of the alarms and did not have his son or the pump with him to troubleshoot. The customer stated that there might be a compromised force sensor system alarm from the insulin pump. The father could not confirm any other information.